Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, customer stated the 8mm harmonic ace was not in a instrument collision. The chief surgeon also did not use other instruments to clean the adhered tissues on this harmonic ace. First, the excitation platform of the harmonic ace reported an error: a reminder of "reduce tip pressure" was shown. When this instrument was removed from the operating room of the hospital, it was not completely fractured. The tip end detached due to jolting during transportation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. The component is damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Components adjacent to the damaged teflon pad do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h11 for follow-up information.